Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of stenosis and angina are listed in the xience sierra everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001.

Manufacturer narrative:
The stent remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other additional xience sierra is being filed under a separate medwatch report number. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported that on (B)(6) 2018, the 3x15mm and 3x18mm xience sierra stents were initially implanted in the left anterior descending and circumflex coronary arteries. On (B)(6) 2018, restenosis was discovered, which was treated with balloon dilatations. Optical coherence tomography (oct) imaging was performed to assess a stent restenosis. On (B)(6) 2019, the patient experienced angina, and restenosis was again noted. The restenosis was again treated with balloon dilatations. No additional information was provided.